Event description:
It was reported that during implant attempt of the right ventricular lead, the lead had low impedance after it was sutured in place. Lead insulation failure was suspected. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.